Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
During a routine shift check by a clinician, the device displayed a "bridge test fail" message. There was no pt involvement in the reported malfunction.